Manufacturer narrative:
The reported expiration date is 09/21/2022 which has been entered and saved in esubmitter. However, this information is not populating on the pdf output.

Event description:
The patient and his wife called in to report that they have had 2 v-go devices that have fallen off the patient body after only having it on 3 to 3 1/2 hours. The patient mentioned this happened on two dates of (B)(6) 2022, and (B)(6) 2022. The patient is wearing the v-go on his abdomen area. The patient and his wife did verify that he is preparing the infusion by cleaning the area with a cleanser wipe and letting the area dry as directed by a health care professional. The patient did save the v-go from today's occurrence (B)(6) 2022. The patient did discard the v-go from (B)(6) 2022. To date, the device has not been returned to the manufacturer for evaluation.